Manufacturer narrative:
Date received by MFR: 15oct2019. Date of this report: 18oct2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer determined that the calibration of the touch screen assembly was the resolution to this issue. No other repair was necessary.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement / harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10sep2019.

Event description:
The customer reported a ventilator with a touch screen failure. There was no patient involvement / harm.